Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, the device inspection results show that the terminal of the electrical contact inside of the video connector has been bent, therefore it was assumed that the endoscope cannot be connected properly and that the endoscope cannot function. It's been about 9 years since its manufacture, and the device has been used for a long time, therefore the phenomenon could be due to device age deterioration. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The returned device was evaluated. Inspection found a damage pin in the connector socket. Based on evaluation findings the failure found was due to a damage pin in the connector attributed to component failure. This report will be supplemented accordingly following investigation.

Event description:
It was reported that the scope is not working with the evis exera iii video system center after the device repair. The issue occurred during an unspecified procedure. There was no patient harm or injury reported due to the event. No user injury reported.